Event description:
The reporter stated that a lumbar catheter from a lumbar catheter accessory kit (lcak) was placed in a pt prior to surgery for an aneurysm. The pt developed a fever about six hours after insertion, and surgery was not performed. A second physician, an allergist reported that the pt had a second catheter (see MFR report # 9612007-2008-00016) from a lcak inserted. Again six hours after placement, the pt developed a fever and numbness in the legs. Increased neutrophils in the cerebrospinal fluid were observed, but cultures came back negative. There was no skin rash. There was no evidence of allergic reaction. The cardiothoracic surgeon reported that he gave prophylactic antibiotics after the second insertion and subsequent fever reaction. No positive bacterial cultures were obtained. A reporting physician questions that there may have been a barium reaction.

Manufacturer narrative:
Also see MFR report # 9612007-2008-00016. An investigation has been initiated based upon the reported info.